Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. There was no report of the metal shavings entering the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.